Manufacturer narrative:
Concomitant medical products: esbf2814c103e stent graft, implant date (B)(6) 2016; etlw1620c124e stent graft, implant date (B)(6) 2016; etlw1620c124e stent graft, implant date (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, intermittent loss of capture and increase in impedance. The lead was revised and remains in use. No patient complications have been reported as a result of this event.